Event description:
It was reported that the device had one oversensed event when doing an amplitude test. The oversensing was not seen during normal operation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.